Event description:
It was reported that the patient experienced the infusion set was leaking at site event on 10 apr 2026. The infusion set had been in use for twenty-four hours.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.